Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 550 mg/dl over the past month while using the infusion sets. His normal blood glucose range is 120-150 mg/dl. Symptoms of elevated blood glucose were nausea, vomiting, thirst, and exhaustion. He stated he noticed insulin leaking from beneath the headset adhesive and the cannula was bent. He stated this occurred most often on the 2nd day of use. He changed the infusion set and bolused through the infusion device to lower his blood glucose. He stated he usually inserted the headset using the infusion set insertion device but he also inserted a few headsets manually. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.